Manufacturer narrative:
Received additional information stating that the event happened on (B)(6) 2024, and that there was patient involvement. Patient is identified as (B)(6).

Manufacturer narrative:
B3 unknown one device was returned for analysis. Visual inspection showed an air bubbled dso seal. Review of the event history log (ehl) was performed. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a preventative measure, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a bubble error. No adverse patient effects were reported by the customer.